Event description:
(B)(6) advia centaur xp hbsag results were obtained for a patient sample. The patient sample was tested three times. Two of the results were (B)(6) and one result was (B)(6). The customer proceeded with the confirmatory testing and the result was confirmed ((B)(6)). The patient sample was also tested on an alternate method and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) results.

Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. The clinical history of the patient is unavailable. The qc and calibration were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.